Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the caller reported the pt had met with a rep on because they had been having a lot of trouble with "it". Caller stated "it will turn itself off & occasionally change the program". Pt commented rep said they probably needed to order a new controller (ptm). When trying to clarify if it was the ptm that turns itself off or the stimulation turning off, caller told patient services (pss) "well the controller is turned off" adding when pt's feet start "hurting/bothering them they will get the controller thinking charging is down & when they go to it, it's turned off". Pss verified caller was referring to the neurostimulator (ins) therapy would be off. Pss reviewed ins stimulation would automatically shut off once the ins battery depletes to under 30% and that they would have to turn the stimulation back on manually after recharging the ins. Caller said no, it had not done that; it just turned off. Caller then asked, "what happens when it takes so very long to charge up?" Asking if that was just part of it being low. Pss reviewed best practices for recharging/maintaining battery levels. Caller said it sometimes takes 3-4 hours to recharging ins battery adding it will be "really low and then all of a sudden jump". Pss confirmed pt has excellent recharge quality during sessions. Caller said issues began several months ago so they tried troubleshooting themselves & charge more often but when pt's feet are hurting they find the therapy is turned off. Caller declared it had 'never turned itself but was low'. Pss advised to monitor battery levels more often to ensure ins battery was not getting critically low. Pss had caller initiate a recharge session for pt's ins. Caller confirmed they were able to begin recharging excellent providing current battery levels: ptm 100%; ins 40%. Pss then walked caller through accessing recharging speed option in the menu. Caller confirmed speed was set on 4. When asked to inspect recharging antenna (rtm) cord caller mentioned the rtm had been previously replaced twice. Pss checked rtm serial number to discover it was the old style. Pss advised locking the ptm during charging sessions & monitoring the ptm 'battery indicator' light to stop flashing green <(>&<)> turn solid to know when charging is complete. Pss asked caller to monitor situation over the weekend and call back if problems persist.